Event description:
The patient reported that he received 30 shocks. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. It was further reported that there was a coil fracture and high svc and hvb coil impedances and oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
The patient reported that he received 30 shocks. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. It was further reported that there was a coil fracture. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary (B) (4) distal conductor fractured; full lead returned in segments.